Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Investigation completed. This report is being submitted as an initial final report. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the mesher was ripping the skin and surgeon was unable to get an adequate harvest. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher by zimmer biomet (B)(6) on january 2, 2020 revealed that the calibration was out of specifications but still produced a passing sample mesh. The top hinge detents were worn and needed replaced. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet (B)(6) on january 2, 2020 which included replacement of the ball detents. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. Service notification number 300195673 dated january 5, 2020. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual notes on page 1 that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It has been reported that the mesher was ripping the skin and surgeon was unable to get an adequate harvest. Event occurred during surgery, delay of 16-30 minutes reported. No harm to patient. Graft was impacted and unable to be used. An additional unplanned graft was required. No additional consequences have been reported as a result of this malfunction. No additional event information available.